Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that some breast concerns(cysts) have come up; hcp has done a mammogram and an ultrasound but now they are recommending a MRI - agent consulted with tech and reviewed MRI compatibility and eligibility with the pt. The pt also mentioned that they have not had pain until recently and would like to be set up with a new hcp as they do not have confidence in their current hcp that removed their implant in 2011 or 2012 (ins from (B)(6) 2006). Pt stated they are considering having a revision or replacement of the scs implant. Agent sent physician listings to email 2 on file and redirected to hcp for next steps. During the call, pt stated the implant battery from december 2006 'went out' and was removed in 2011 or 2012. Agent sent email to prs.